Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device returned: dry blood and contrast agent were found in the circuit, a twist on the balloon were detected at 56 mm from the tip. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: some wrinkles were noted on the balloon, in correspondence of the balloon twist detected; - 2 bar: the balloon kept showing some wrinkles; - 7 bar: the wrinkles were no more visible. No issue detected on the guide wire lumen. - 14 bar: no wrinkles nor twist on the guide wire lumen were detected. Methods: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific paclitaxel-eluting pta balloon catheter to treat a lesion in the sfa/popliteal artery. The device was inspected and prepped prior to use with no issues noted. No resistance noted during delivery, no excessive force used. During use a balloon, twist was noted. The procedure was completed with another balloon. No patient injury or clinical sequelae reported for this event. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.